Manufacturer narrative:
Results: photographs were showing a needle with what appeared to be rust on its shaft. The sample was returned, together with a normal syringe, and the surface of the needle was found to be striated, and not polished as normally would be the case. Conclusion:the most likely root cause of this type of defect is that the needle was not processed correctly during manufacture. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
UDI# (B)(4).

Manufacturer narrative:
(B)(6). Results: a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6278972. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported there was foreign matter in the fluid pathway of a bd preset¿ syringe with attached needle 22gx1in before use . No medical interventions reported.